Event description:
The customer reported the system intermittently locks up or won't fluoro. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and clock battery. System operates as intended. (B) (4).